Manufacturer narrative:
Results: vacuum for the probe wipe was obstructed. (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of a leak around the blood sampling valve of the lh 500 hematology analyzer. Customer stated that they could see the leak coming from a small hole in the tubing at the blood sampling valve. Customer noted that no patient results were affected by the leak. Customer was wearing proper personal protective equipment during the event and no one was exposed or injured as a result. Field service engineer (fse) was dispatched and found that the vacuum for the probe wipe was obstructed which in turn would not allow the probe wipe to move properly causing liquid to drip. Fse proceeded to flush the vacuum port for the probe wipe and repairs were verified per established procedures.